Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was visually inspected, and no abnormalities were observed. The catheter was not returned with the original guidewire inserted. Functional testing was performed, and a wire was able to be advanced and withdrawn through the catheter with no issue. The catheter's array was also able to be deployed and undeployed with no resistance. Additionally, there was no tissue or foreign matter found on or in the catheter tip. Based on all the available information boston scientific determined there was no device problem detected. The returned farawave was analyzed, passed all tests performed and analysis did not reveal any failures within the product. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during preparation for an ablation procedure one farawave catheter was selected for being used, after ablation the lspv, lipv, rspv and trying to canulate the ripv the system fell back across to the ra, when positioning the catheter in the ra with the agilis once the catheter was placed in flower the wire got stuck and it was unable to move it. It was also mentioned that no tissue was seen at the tip of the catheter or guidewire, and the guidewire could not be removed as normal. Took the system out and the wire was stuck in the catheter. It was replaced by a third catheter, and no patient complications occurred. It was further reported that the issue occurred during procedure when cannulating the ripv, the guidewire was stuck in the catheter and it could not be removed, therefore a new guidewire and catheter were used to complete the procedure, and no additional issues were observed on the catheter. The device is expected to return for laboratory analysis.

Event description:
It was reported that during preparation for an ablation procedure one farawave catheter was selected for being used, after ablation the lspv, lipv, rspv and trying to canulate the ripv the system fell back across to the ra, when positioning the catheter in the ra with the agilis once the catheter was placed in flower the wire got stuck and it was unable to move it. It was also mentioned that no tissue was seen at the tip of the catheter or guidewire, and the guidewire could not be removed as normal. Took the system out and the wire was stuck in the catheter. It was replaced by a third catheter, and no patient complications occurred. It was further reported that the issue occurred during procedure when cannulating the ripv, the guidewire was stuck in the catheter and it could not be removed, therefore a new guidewire and catheter were used to complete the procedure, and no additional issues were observed on the catheter. The device is expected to return for laboratory analysis.